Event description:
According to the reporter (patient's friend) and the patient" the graft was implanted in 1994, for either an abdominal aortic aneurysm repair or a bifemoral procedure. Approximately 6 months after the implantation, the patient developed a "shingles-like" rash on left thigh. The appearance of the rash has been intermittent up to the present. Doctors who examined made no diagnosis, but treated the rash with topical ointments (types unknown). A biopsy of the pimples was negative. The patient still has the rash, but claims it is getting better. Note: the incident date is approximated and based upon the patient's claim that the rash first appeared about 6 months after the implant surgery.